Event description:
Revision of right knee. Reason for revision: pt was never completely satisfied post surgery, and had limited rom, decided to revise the knee during operation range of motion was limited (confirmed). The expensive fibrosis was observed, the tibial tray appeared to be lose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Examination of the returned patient x-rays finds the implant appears to be placed in proper position. It cannot be determined, with the x-rays provided, that the complaint is product related. It should be noted the x-rays are not dated. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.